Manufacturer narrative:
This report is filed september 28, 2014.

Event description:
Per the clinic, the patient developed a wound dehiscence at the implant site, resulting in the decision to explant the device. The device was explanted on (B)(6) 2014.

Manufacturer narrative:
(B)(4).